Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine implant while performing device measurements using rf telemetry they suddenly lost rf telemetry. They also received an alert the device had reached end of service. The device was reprogrammed. Patient would be monitored.